Manufacturer narrative:
A supplemental MDR is being submitted due to internal imaging review. Sections b4, g3, g6, h2, h6: device code(s), investigation findings, investigation conclusions and h11 have been updated. Additions to sections b5, h6: health effect - clinical code and type of investigation. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest patient factors might have contributed to the event, including the patient's advanced age of 96 years, and history of coronary artery disease and peripheral vascular disease. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
According to internal imaging review, there was thickened/calcific leaflets per tomography in (B)(6) 2025. Valve expansion is adequate at 24.6mm at mid-valve (0.5mm added for outer diameter). There is mild diffuse calcification and fibrosis of the leaflets, and the leaflets are thickened/fibrotic at the commissures.

Event description:
As reported by the field clinical specialist (fcs), approximately 10 years and 5 months post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien xt valve, the valve failed due to severe aortic insufficiency (ai), also described as valvular ai. Per report, the patient presented with dyspnea, chest pain, fatigue and heart failure. The patient underwent a successful valve-in-valve procedure with a 26mm sapien 3 ultra resilia valve, deployed with 1cc more than nominal volume. The post catheterization mean gradient measured 4mmhg with no paravalvular leak (pvl).

Manufacturer narrative:
The investigation is ongoing.